Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019, the 1-5002 magnifying lpe 2.5x red l 14in to 17in wrkg dist was broken. There was no patient contact, injury or surgical delay reported.

Manufacturer narrative:
UDI information: (B)(4). The returned glasses were returned showing wear and one of the arms was broken off. The loupes were intact. The complaint report has been confirmed; damaged worn. The root cause has not been identified as a workmanship or material deficiency.